Event description:
Fill volume: unk - anp. Flow rate: unk - anp. Procedure: unk - anp. Cathplace: unk - anp. (Please reference 2026095-2014-00166/14-00651 a). Report 2 of 2. Incident #2: on (B)(6) 2014, an international customer reported that there were two incidents in regards to an on-demand pca button that, "stayed down, did not come back up". Pts experienced intoxication of anesthesia. Add'l info for this incident has been requested from the customer, but at this time is not available. Anp: asked not provided.

Manufacturer narrative:
Method: the device in this incident was not available for return. As a lot number was not provided, a review of the device history record (DHR) cannot be conducted. Results: as a device was not available for an eval, no methods were performed therefore, results cannot be obtained. Conclusions: at this time the incident is under investigation and we are pending the receipt of add'l info. A follow up report will be sent when the investigation has been completed. Info from this incident will be included in our product complaint and MDR trend reporting system. Add'l investigation may arise from ongoing analysis, trend info, or other analysis as appropriate.